Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v479548, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v479548, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported there was an infection in (B)(6) 2010. ¿she detected 1-2 months after first implantable neurostimulator (ins) implant.¿